Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890tlk is available in the USA with a 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the ccd cable while angulation. In addition, we confirmed that the u/d and r/l pulley wires worn out and the light guide fiber bundle (lcb)break; however, there are not related to the alleged complaint. Replaced parts in this complaint are as follow. Ccd module due to defective, light guide fiber bundle (lcb) due to broken, u/d pulley wire due to worn out, r/l pulley wire due to worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance during angulation, flickering image. Ccd defect. Lcb broken, reduced to 70%/80%. The time of event is unknown. There was no report of patient harm.